Event description:
It was reported a near depleted infusion pump was noted through device interrogation which revealed that the elective replacement indicator showed seven months. No patient signs or symptoms were reported. No action was yet to be taken as of (B)(6) 2013 and it was noted the outcome was an ¿ongoing event¿. The device system was used to deliver baclofen. It was later reported the infusion pump battery was near depleted. It was later reported the pump was replaced. The patient resolved without sequelae as of (B)(6) 2013.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis of the pump found an anomaly caused by customer handling. Damage to both the upper and lower shields was seen and noted to be most likely explant damage. The resonator was found to be cracked.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial analysis result of the pump was coded reliability non-conformance. Analysis had found an anomaly caused by customer handling. It was later determined the incorrect analysis finding code was assigned to the event and it was concluded that the correct coding should be no significant anomaly. The appropriate analysis finding was then updated to a finding of pump exterior impact dents that did affect post-explant pump performance. (B)(4).